Event description:
Complainant reports oxygen delivery tubing comes loose and falls off the mask.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves approximately (B)(4) that were removed from stock. A separate FDA form 3500a will be drafted for the one device that was used on a patient.